Manufacturer narrative:
The device was returned to the service center and is pending evaluation. As part of our investigation of this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized.

Event description:
The service center was informed that the scope cultured positive for 45 cfu/ml of gram positive rods 3 times after reprocessing. There was no patient infection, patient involvement or device positive culture reported.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. Please note the statement in h10 in follow up report #2 that states the report was for the" device evaluation " that report was for the legal manufacturer's investigation. Additional information pertaining to the legal manufacturer¿s investigation is as follows: the tjf-q180v video scope, serial number (B)(6) was temporarily removed from the biohazard area in incoming, at the san jose facility, in order to have the complaint device evaluated for "positive culture". A visual inspection was performed on the received condition of the device and found a brownish stain inside the biopsy channel. An olympus boroscope was used in order to inspect the biopsy and suction channels. First, the boroscope, was inserted through the distal end side of the biopsy channel, and a brownish stain was discovered near the opening on the channel wall. Proceeded to insert the boroscope further into the biopsy channel, and light scrapes marks were noted at various sections throughout. The boroscope was also used to check the suction channel, and no signs of stains, foreign material, or damages were noted within. The bending section cover glue is discolored (grey), and the insertion tube side of the bending section cover glue is uneven, causing a void between the bending cover. Due to the condition of video scope, the leak test was not performed in order to prevent cross-contamination.

Manufacturer narrative:
The distal end of the scope cultured positive gram + rods & staphylococcus. The scope was not used on a known infected patient. The device sampling is a monthly culture maintenance. The scope was cultured 3 times on (B)(6) 2020 and each time the scope had a positive culture. (B)(6) has a culturing process put in place for all facilities that use ercp scopes to flow monthly. It is based on the FDA guidelines. The scope has been processed and cleaned using the medivator plus sterilization.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information and device evaluation results. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer confirmed the subject scope was shipped in accordance with specifications via DHR. The legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported event are as follows: the result of culture test at the user facility was positive. We presume the cause of positive culture test as follows. However, it is difficult to specify for there was no information on reprocessing process and storing environment at the user facility. 1. User¿s cds process possibly differed from sbc. 2. Contamination possibly occurred in microbiological testing. In addition, the ess reported that several unsuccessful attempts were made to schedule an observation/in-service at the user facility.